Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The hp stated he was not connected now, due to not being able to clear the alarm. The baxter technical service representative (tsr) then explained the alarm and assisted the hp to clear alarm and then explained to start over with all new supplies. The hp stated he would use manuals for the night. There was patient involvement. Product surveillance contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Label review was not performed no user error was suspected. Complaints trend was assessed in complaint trend investigation (B)(4) and is shown be stable. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.